Event description:
On (B)(6) 2012 customer reported that the dxc 600i instrument generated an erroneously elevated accutni patient result above the ami cutoff of the assay. Repeat testing of the same patient sample on the same instrument resulted in a lower result within the normal range of the assay. The results were not reported out of the lab and patient treatment did not change. The attending physician requested customer to obtain another blood sample from the same patient and test troponin levels using alternative methods. The customer reported that the results obtained using the alternative methods were within the normal range for the specific assay used. Customer stated that the patient sample contained no fibrin, was not hemolyzed and was not lipemic. Customer stated that the patient sample was a full draw and the sample loaded onto the instrument was plasma. Customer did not supply information pertaining to how the patient sample was handled prior to loading onto the instrument. Customer supplied data showed the calibration curves obtained on (B)(6) 2012 passed and were within accepted ranges. Customer supplied data showed that the system check performed on (B)(6) 2012 was within recommended specifications and passed. Quality control (qc) was performing within the customer's established limits on the date of the event. Customer did not indicate a problem with pre-analytical sample handling or sample integrity. Field service engineer (fse) inspected the instrument and fse performed preventative maintenance on the instrument. Fse verified that instrument hardware met specified published performance requirements by running a high sensitivity test and running qc. Fse documented the passing results in the customer's qc log. The cause of this event is unknown.